Event description:
Caller states patient received results of 441 mg/dl and 213 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reported blood glucose results 400 mg/dl and 190 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.